Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records were performed, and no trends were identified.

Event description:
Procedure performed: laparoscopic bariatric bypass event description: the device malfunction occurred when removing the trocar. When removing the trocar at the end of the procedure it was noticed a piece was broken off the tip of the cannula. They (the surgical team) noticed it earlier and were able to locate the piece. No patient injury occurred. The procedure was completed laparoscopically. The broken piece was noticed at the end when pulling out the trocar. Other devices used during procedure: laparoscopic instruments and stapler. The surgical team were able to locate the broken piece before closing so no patient injury. Intervention: completed the case laparoscopically. The broken piece was noticed at the end when pulling out the trocar. Patient status: they were able to locate the broken piece before closing so no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic bariatric bypass. Event description: event date: 20nov2024, model#: cff71, lot#: 1525891. The device malfunction occurred when removing the trocar. When removing the trocar at the end of the procedure it was noticed a piece was broken off the tip of the cannula. They (the surgical team) noticed it earlier and were able to locate the piece. No patient injury occurred. The procedure was completed laparoscopically. The broken piece was noticed at the end when pulling out the trocar. Other devices used during procedure: laparoscopic instruments and stapler. The surgical team were able to locate the broken piece before closing so no patient injury. Intervention: completed the case laparoscopically. The broken piece was noticed at the end when pulling out the trocar. Patient status: they were able to locate the broken piece before closing so no patient injury.